Manufacturer narrative:
This report is submitted on jul 7, 2021.

Event description:
Per the clinic, the patient swallowed the battery from the sound processor. The tamper proof door was not engaged. The child did not sustain any injury. The implant remains in-situ.